Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After four days later, the patient presented with back pain. On the same day, a left upper extremity venous duplex showed no evidence of deep venous thrombosis or superficial thrombophlebitis. After two days, a bilateral lower extremity venous duplex showed no evidence of deep venous thrombosis or superficial thrombophlebitis. After six years and eight months, the patient presented with severe neurogenic abdominal pain. On the same day, a computed tomography showed an infrarenal bard filter with tip embedded along the anterior caval wall. There was multi-focal penetration associated with multiple fractured components in the retroperitoneum, including erosion into the adjacent vertebral body. One fractured piece had migrated into the adjacent abdominal aorta and was free-floated above the aortic bifurcation. After two months, an attempt was made to retrieve the chronically embedded inferior vena cava filter from the patient¿s body. Scout images demonstrated a bard inferior vena cava filter, with the tip pointed to the right. Of the 6 legs, 5 legs remain attached to the filter, 4 of which were intact and 1 of which was fractured in half. On computed tomography scan, the fractured leg and fractured leg fragment were extraluminal and in the retroperitoneum. Among 6 arms, 2 arms remain attached to the filter. Among the 4 fractured arm fragments, 3 were extraluminal within the retroperitoneum, and 1 fractured arm was within the aorta. Scout view of the chest showed no fractured fragments. An inferior venacavogram demonstrated that the filter tip was embedded along the right inferior vena cava wall. There was brisk flow through the inferior vena cava with no acute thrombus. There was a single fractured filter arm, free-floated in the abdominal aorta just above the bifurcation. Through the ultrasound-guided right internal jugular vein access, a pair of rigid forceps was then used to dissect free the embedded filter tip. The hook of the filter was grasped using the rigid forceps. The filter was drawn into the sheath. An amc needle was used to puncture the sheath below the level of the filter, and an amplatz wire was advanced into the inferior vena cava. A 12-20 mm trilobed snare was advanced and used to snare the fractured arm of the filter. The fractured arm was retracted into the sheath and removed in its entirety. Follow-up images demonstrated complete collapse of the filter within the sheath. Post retrieval scout view showed 2 remaining fractured leg components and 4 remaining filter arms. There was mid residual scarring along the site of prior filter implantation. The sheaths were removed and hemostasis was achieved. After three years and ten months, a computed tomography abdomen and pelvis demonstrated that the previously disintegrated filter had fallen apart, and fragments of it were dispersed near the vena cava. The remnants were visible below the liver. Therefore, the investigation is confirmed for the alleged filter limb detachment and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with multiple gunshot wounds and paraplegic. Approximately six years and eight months post filter deployment, a computed tomography (CT) scan revealed that the filter legs perforated the inferior vena cava wall, eroded into the adjacent vertebral body and detached arms were present extraluminal within the retroperitoneum the aorta. The device was removed percutaneously. The patient reportedly experienced severe neurogenic abdominal pain and back pain; however, the current status of the patient is unknown.